Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: (B)(4).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 3000 21mm valve, implanted for 13 years and 11 months, underwent a valve-in-valve procedure due to severe aortic stenosis. A recent echo demonstrated a peak gradient of 69mmhg across the aortic valve, peak velocity 4.3m/s, normal left ventricular function, mild mitral regurgitation and mild-to-moderate tricuspid regurgitation. A tavr was successfully performed with a 9600tfx 23mm valve. She did have intraoperative complete heart block and asystole. A temporary wire was placed and she was monitored in recovery until taken to ep lab for permanent pacemaker implant. She did recover sinus rhythm hr 60s. At completion of her pacemaker she was transferred to ICU for monitoring. She was discharged on pod #3.